Event description:
Related manufacturer report number: 3005334138-2018-00406, 3008452825-2018-00365, 3005334138-2018-00408. During the procedure, when inserting the needle through the sheath insertion difficulty was noted and skived the sheath in the process. Two additional sheaths were attempted but the same issue occurred. During one insertion attempt the needle punctured through the sheath. The sheath was replaced a fourth time utilizing a different needle and the transseptal puncture was successful. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported needle insertion difficulty was confirmed. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator; however, the needle could not advance past the location of the perforation. The cause of the perforation remains unknown.